Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
White marks showing on bungs before use we've recently noticed an issue, starting last month, where syringes are forming white marks around the tip of the plunger/bung shortly after being filled with drug or diluent. Most marks appear to be in a circular pattern; however, some have this issue coating all of the tip of the plunger as well. As we are unable to determine the reason for this, and whether this is affecting the drug inside the products, we are currently unable to release these items. I just wanted to enquire as to whether anything has been changed with lubricant, or whether bd is aware of any reason this would have recently started occurring? This issue is not currently noted with other devices used by our company, only bd plastipak syringes of various sizes. I've attached photos of the marks, as you can see the white marks appear to form a circle around the tip of the plunger, this is the same for almost all items showing this issue, in varying degrees. If this issue is simply lubricant, can the integrity of the drug entered into the syringe be guaranteed or is this subjective? I can send more photos if it would help.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo which displays a syringe was provided. Based on the photos, a white mark near the plunger can be observed. Without the physical sample to further evaluate, the specific composition and origin of the particle cannot be established at this time. We cannot identify any information within the photo to identify an associated bd material. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, a root cause related to a bd device or manufacturing process cannot be established. Complaints received for this reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.